Event description:
The hospital reported that toward the end of an endoscopic vein harvesting procedure, the coating came off the hemopro jaws and fell into the pt's leg. The coating was removed from the pt's leg using the hemopro jaws. The procedure was completed using the same device. The hospital reported that the pt experienced superficial thermal injuries to the inside of the leg as a result of completing the procedure with the same device without the hemopro jaw's coating.

Manufacturer narrative:
The pt and device codes were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.